Event description:
The customer reported that, during a therapeutic laparoscopic inguinal hernia repair, it was discovered following user discomfort during an attempt to grasp tissue that the tissue pad of their sonicbeat device had begun lifting off. The product was replaced with another of the same model number, and the procedure was completed successfully with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.